Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The axium prime implant coil broke from the pushwire. This condition was not reported at time of the event. As received, axium prime pushwire was found bent from the proximal end. The coin was still against the lumen stop, the shield coil was found intact and detach element was still attached. However, the implant coil was broken off the detach element. The implant coil was found stretched and damaged with the polypropylene filament also broken. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the returned device analysis and reported information, we were unable to determined the cause of the event. It is possible the coil stretched and damaged occurred during the attempt to push the coil through the micro catheter against the reported resistance. The coil stretched subsequently broke due to the movement of the coil against the reported resistance. Per the axium prime coil instructions for use (IFU): ¿the axium prime coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil placed on the microcatheter and coil did not pass through so advance through the catheter. The patient underwent coiling treatment for an unruptured aneurysm. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The vessel was normal tortuous. No patient injury was reported. The event did not lead to or extend patient hospitalization. No images avail evaluation of the returned device found that the implant coil broke from the pushwire.